Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On march 23, 2021 mentor became aware that it erroneously placed values in h4 (4. Device manufacture date) and d4 (4. Expiration date) with the initial report submitted on march 4, 2021. Additionally, the incorrect manufacturing record evaluation (mre) statement was placed in h10 of the initial report. The incorrect statement is as follows: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The correct statement is as follows: since no lot number was provided, no manufacturing record evaluation could be performed.

Manufacturer narrative:
On (B)(6) 2021 mentor became aware that the devices reported were not mentor products, and were manufactured by a different manufacturer. Since this record is related to a non-mentor product; there are neither deficiencies alleged nor patient injuries related to mentor products. Therefore no further investigation is required. As a result, we are closing this investigation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a caucasian female who had an unknown mentor saline prosthesis placed on an unknown date experienced left sided deflation post procedure. As a result, device replacement with a 500 cc mentor memorygel breast implant was performed.